Manufacturer narrative:
Received 3 unopened bardia urethral catheters. The reported event was unconfirmed as the problem could not be reproduced. Per tactile evaluation, the drainage eyes did not feel rough on any of the samples. The reported failure mode could not be duplicated. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter eyelets were ridged. The patient was allegedly cut upon insertion, and experienced self limited bleeding. The complainant alleged that the patient also experienced an infection that caused him to be admitted to the hospital. Additional information has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter eyelets were ridged. The patient was allegedly cut upon insertion, and experienced self limited bleeding. The complainant alleged that the patient also experienced an infection that caused him to be admitted to the hospital. Additional information has been requested but not yet received.